Manufacturer narrative:
Depuy synthes power tools.

Event description:
Report received from (B)(6) stating that the device was heating up. The device was used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.